Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator' etco2 port was pushed into the device. There was no reported patient involvement.